Event description:
It was reported that during surgery the wire tore. There was no harm for patient, operator or third party reported. No further information received. Update (B)(6) 2023 nen: further information revealed that during a shoulder stabilization surgery the wire is torn out of the eyelet. There was no harm for patient, operator or third party. The surgery was finished successfully with a second shoulder distractor. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The ar-1600g mentioned in this investigation was manufactured in october of 2020. It was determined the most likely cause of failure was continuous use of the device over the last several years leading to wearing of the ar-1600g device. Prior to use within surgery ar-1600g must be inspected for signs of wear each procedure. This task may not have been performed. The complaint is confirmed. Please see the attached repair report for the full investigation and attached pictures.